Event description:
The surgeon reports four cases of corneal burns in the same morning. The procedures were reported as uncomplicated until the us tip was removed and the incision edges turned white. One stitch was used on all four patients. One day post-op, all patients were examined, two patients had a slight leakage and the other two had more or less pronounced leakages. Prognosis is good for all patients. The other 3 events are being submitted under the following manufacturer report numbers: 2028159-2007-00127, 00128, and 00129.

Manufacturer narrative:
Investigation, including root cause determination is in progress.